Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
It was reported that "aquacel surgical is used after a total hip surgery, patient is known for allergic reaction to nickel en lanoline. The aquacel surgical was 4 days in situ. Patient uses paracetamol al painkiller. The blisters were shown after removing aquacel surgical. When aquacel surgical was removed the wound was very wet. Patient complains about burning sensation on the irritated spot."